Event description:
Related manufacturing reference number: (B)(4). Related manufacturing reference number: (B)(4). It was reported that the patient presented to the hospital for a scheduled implant procedure. Interrogation of the pulse generator prior to the procedure noted that the right atrial (ra) lead failed to sense and exhibited low pacing impedance measurements. The ra lead was capped and replaced on (B)(6) 2023. Meanwhile, during the procedure, it was noted that the set screw of the pulse generator had stripped and was failed to be removed which caused the right ventricular (rv) lead to fail to be disconnected. The pulse generator was explanted and replaced. The rv lead was capped and replaced on (B)(6) 2023. The patient condition was stable.